Event description:
My wife received a newer medtronic synchromed ii 8637-40 in (B)(6) 2013. At this time, she had already been through two previous pumps so she knew what to expect. Up until (B)(6) 2014, every three months when the next dose of medicine was refilled into the pump, both my wife and the nurse noticed that there was leaking of clear liquid through the injection site, the first occasion requiring a visit to the ER for monitoring. My wife would always be complaining about an apparent lack of pain relief during this period of roughly one and a half years. This continued until last (B)(6) 2014 when the pump was replaced as possibly defective. During the replacement operation, the doctor noted that "200 cc of serosanguineous fluid was evacuated," from the pocket around the pump implant. Since the new implant, my wife would complain about extreme weakness, dizziness, nausea, etc. Whenever a bolus occurred with the new pump, which was scheduled to need another refill around (B)(6) 2015, based upon daily dosages, bolus amounts, and amount of medicine originally injected into the pump. The pump started alarming on friday, (B)(6) and continued alarming every hour, signifying a low amount of medicine remaining. Over the weekend, the alarm changed from "low" to "empty" and on tuesday, (B)(6), my wife was in severe pain with other complications. She required a trip to the ER, where the diagnosis was that she had been experiencing borderline overdoses and then a subsequent fentanyl withdrawal from lack of medicine. This resulted in a 7 day hospitalization while she was stabilized and given pain relief gradually, due to a just discovered heart valve problem (previously unk), from an evidently childhood bout of rheumatic fever. After her release from the hosp tuesday afternoon, (B)(6), I started researching for any lawsuits against medtronic and discovered that the "pocket fill" problem was acknowledged by medtronic 4 years ago this month. After talking with her pain specialist yesterday during the refilling of the pump, we asked about the "pocket fill" and if that could explain the amount of fluid he discovered during the pump replacement surgery. I mentioned that I had read on the web that this was a class I recall, and he said that he has not received any recall notices such as this from medtronic, and recommended that we file this report with the FDA to inform them (you), that he has never seen these class I recall notices, and he's been doing this for close to 20 years.